Event description:
It was reported, during an initial implant procedure, the stylet was unable to be separated from the left ventricular (lv) lead. Force was applied and the lv lead was damaged. The lv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of stylet could not be removed and left ventricular lead damage were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the ptfe stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.